Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix issues reported in the field. After cleaning the lead, the helix was able to be fully extended/retracted. The full helix extension length was measured within specifications. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil being clogged with blood/tissue.

Event description:
It was reported that during the initial implant procedure the lead became dislodged while slitting the catheter. It was also noted that the helix would not retract. This lead was not used, and a new one was successfully implanted. The patient's condition was stable.